Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, and was not able to control it. Customer reported that diabetes educator suggested to change infusion sets and reservoir from other boxes which seemed to have resolved issue. Customer was advised that supplies would be replaced.